Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was failed. A field service engineer (fse) found no drawer failure upon arrival at the site. The main half height matrix drawer 2.1 eventually failed in hta mode. The position sensor was replaced; however, the device continued to fail in hta mode. Upon closer visual inspection, it was found that the open and close sensor had been cut by a divider. The close sensor was replaced, after which the drawer responded correctly. Final testing was performed and the unit was confirmed operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es main drawer 2.1 had failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.